Event description:
Ous MDR - after an implantation period of approximately 9 weeks, a lead dislodgement was reported. The physician decided to replace the lead. No adverse patient side effects have been reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.